Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged pin was confirmed with the evaluation of the returned power module (serial # (B)(6)). Visual inspection confirmed the bent/damaged pin within the display socket. The bent pin appeared to have been deformed during insertion of the system monitor cable. A root cause that attributed to the damaged pin could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The power module was returned to the rental pool. Device history records were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmateii power module (serial # (B)(6)) was turned into a rental unit on 11apr2016. Power module IFU (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU and hm3 IFU have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name- (B)(6). There was no patient involved in this event. The PMA# provided is associated with most recent approval no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was found with a pin pushed back in the monitor connector and there were four damaged rubber vent bands.